Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection noted scratches on the device case and body fluid in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis of the lv lead did confirm a fracture.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) pacing impedance measurements were greater than 2000 ohms. A fracture was suspected but was not able to be confirmed. Programming was changed with a successful threshold. However, the patient experienced diaphragm stimulation while lying down on left side. During the procedure it was found that the patient was occluded on the left side and after multiple attempts the physician was not able to get access to the heart. The lv lead was explanted. The patient underwent an additional procedure approximately one month later to add epicardial leads. During the second procedure they were unable to pace the lv, thus the crt-d was explanted. No additional adverse patient effects were reported.